Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip removed during the test. Manufacturer contacted customer with follow up phone calls customer stated that did not need any medical attention. Customer drank some orange and juice and 7up and felt better. No medical assistance was required.

Event description:
Customer complained of error message( e-6).customer was instructed based on owner booklet what caused this type of error. Run test made during on call; results obtained lo (below 20mg/dl). Customer is feeling shaky and is seeking medical attention.